Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok keypad button had a delayed response and had a tear on the ok button. The tactile change reportedly occurred prior to damage. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn at the down arrow and ok buttons. During testing, all keypad buttons responded appropriately and had normal spring back. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.